Manufacturer narrative:
Though requested, there has been no response to our request for the product return. The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in (B)(6) reported at the end of surgery they attempted to remove the infusion and observed the cannula of the trocar was broken. The surgeon removed it from the sclera manually with a clamp. There was no associated complication.

Manufacturer narrative:
Upon further investigation it has been determined that this event does not meet FDA reporting criteria. This event has been reassessed ad not reportable.